Event description:
It was reported that error code 41786 was observed. The event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation for the complaint that error code 41786 was observed. The event logs was unable to retrieve due to the defective pwa (printed wiring assembly). There was no 12-month service history during the review. The visual and functional testing was performed. The complaint could not be confirmed through pump power up test due to pump not turning on and just alarming. The pwa board and dso seal was replaced and performed downstream occlusion (dso) / upstream occlusion (uso) sensor calibration. The performance verification testing was performed, and the unit pass all testing criteria. The software was updated and the unit reset to standard configuration.